Manufacturer narrative:
Reference manufacturer report number 2015691-2013-19917 for sheath related event. Additional information obtained through investigation: a 23-mm sapien valve was advanced to the aortic annulus under fluoroscopic guidance and deployed under rapid ventricular pacing. There was moderate paravalvular aortic regurgitation and also it was noted that the valve was slightly high in the annulus; although, there did not appear to be any obstruction of the coronary arteries. At this point, it was decided to implant a second 23-mm sapien valve in order to stabilize the position of the first valve and also to decrease the degree of paravalvular leak. This was deployed under fluoroscopy under rapid ventricular pacing, and this led to near complete resolution of the paravalvular leak. There was no significant central aortic regurgitation, and both fluoroscopy and transesophageal echo revealed an excellent result. Per report, there was no consequence to the patient. According to the medical records provided by the facility, upon arriving to the or the patient was noted to have an incomplete lbbb and was noted to have experienced a complete heart block (chb) prior to the tavr procedure precipitated by the placement of a pulmonary artery catheter (manufacturer unknown). A ppm was not implanted. The patient was discharged 2 weeks after tavr. Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause of the sapien valve position too aortic post deployment is unknown; however, there was no allegation of device malfunction. According to the information provided it appears that a combination of patient factors (preserved ejection fraction 65-70%) and some procedural factors may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards field clinical specialist, during a transfemoral tavr procedure the 23mm sapien transcatheter heart valve was implanted too aortic and a second 23mm sapien valve was implanted.